Event description:
It was reported that during a laparoscopic gastrectomy procedure, after using the instrument about five minutes, the teflon pad was separated. No patient consequences reported. One device will be returning.

Event description:
Clarification received: tissue pad melted and did not fall off.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Based on clarification received, the file does not meet the criteria for a reportable event.